Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device and service history records was performed and revealed no failures or malfunctions related to the reported death. There was no indication that parts replaced during servicing could have contributed to the patient passing away. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed successfully and no leaks or abnormal pressures were identified during testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunctions, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It is unknown if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received; however, evaluation has not yet begun. Should additional relevant information become available, a follow-up report will be submitted.